Event description:
Boston scientific received information that this cardiac resynchronization therapy was part of a system with a pocket erosion. A visual inspection revealed reddened skin around the pocket site. It was thought the patient may have an allergy to the silicone leads. No additional adverse patient effects were reported.

Event description:
---------

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
-------------